Manufacturer narrative:
H.6. Investigation: a failure for mis-identification was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). The customer advised that two patient samples had been identified as escherichia coli by the phoenix m50, but they believed the samples were pseudomonas aeruginosa due to the colonial morphology. A bd field service engineer (fse) was dispatched to investigate the instrument. The fse checked the voltage values and found them within normal operating range. The fse performed optical testing and found abnormalities with the results of the cv (coefficient of variance) test. The ccd (tier micro board) alignment was verified, and the fse discovered an led access error. The light source distribution boards (lsdb) on both tiers of the instrument were replaced. Following this replacement, the fse performed a source adjustment as well as optical testing, verifying the results were as expected. The fse also performed software updates to the latest versions while on site. The root cause of the lsdb failure is not known. Due to the discovery of lsdb abnormalities and their subsequent replacement, this is a confirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for (B)(6) was reviewed and revealed one previous case associated with incorrect results. Under case (B)(4), the customer reported incorrect results from gram negative panels. This case is being investigated against the panels as a reagent complaint. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that the bd phoenix¿ m50 automated microbiology system experienced misidentification. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: as the protocols is always do a confirmatory test, no results were used for treatment and no one was injured. No results were released and no patient was treated. Identification problems. Two cultures identifies them as escherichia coli but possible pseudomonas aeruginosa due to colonial morphology.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phoenix¿ m50 automated microbiology system experienced misidentification. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: as the protocols is always do a confirmatory test, no results were used for treatment and no one was injured. No results were released and no patient was treated. Identification problems. Two cultures identifies them as escherichia coli but possible pseudomonas aeruginosa due to colonial morphology.